Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from marker lumen¿ was not confirmed, as during testing, fluid was observed coming out of the marker port. Therefore, since the device was able to be flushed prior to the procedure, it is likely that the device was under inserted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional abdominal aortic endoprosthesis procedure. Reportedly, after the proglide device was inserted in the patient anatomy, no blood flow was observed at the proglide marker lumen. Another proglide device was used with the same results. After the interventional procedure was completed, the physician chose to achieve hemostasis in a conventional way [surgical suture]. There was no reported adverse patient sequela. No additional information was provided.